Manufacturer narrative:
As no product was returned or lot no. Provided it was not possible to perform a product inspection or review of the product history sheet (mr004) to confirm if the product was manufactured within specification. No conclusion could be drawn.